Event description:
Distal femur liss plate broke postoperatively.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.